Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected narrative. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) : defib conductor fractured, distal conductor distorted, defib conductor distorted, outer tubing kinked/buckled, outer tubing overlay melted, outer tubing breach, outer insulation torn, outer insulation breached cut, white substance on outer insulation, and blood noted on helix mechanism, defib conductor (not obstructed), and all conductors (not obstructed); full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that r-waves were not being sensed properly by the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.